Manufacturer narrative:
This supplemental report is being sent to correct the b5 and associated coding. It was previously reported that the printed circuit assembly (pca) will need to be replaced. The evaluation did not replace the pca, therefore, the device evaluation did not identify any specific component malfunction that would need to be replaced to resolve the ventilator inoperative condition. The customer's complaint of foam was not confirmed.

Event description:
Correction: the bipap a40 device was evaluated in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the device, the service technician observed a ventilator inoperative error code e056 ( unit is exceeding the requested pressure settings for 10 seconds. High pressure sensor reading large amount of drift pinched/blocked tubing). The device evaluation does not identify any specific component malfunction that would need to be replaced to resolve the ventilator inoperative condition. The customer's complaint of foam was not confirmed. Additionally, the device data identified additional unrelated error codes. These error codes were consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that the error codes contributed to or caused the reported event. The device will be scrapped at the customer's request; therefore, no additional repair information was provided.

Event description:
A bipap a30 device was returned to the service center. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the device, the service technician observed a ventilator inoperative error code e056 (¿ unit is exceeding the requested pressure settings for 10 seconds. ¿ high pressure sensor reading ¿ large amount of drift ¿ pinched/blocked tubing). Due to the error, the printed circuit assembly (pca) will need to be replaced. Additionally, the device data identified additional unrelated error codes. These error codes were consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that the error codes contributed to or caused the reported event. The device will be scrapped at the customer's request; therefore, no additional repair information was provided.

Manufacturer narrative:
This bipap a30 device was manufactured on 07/10/2012 which is prior to UDI requirement implementation. This device does not have a UDI and no UDI will be listed in this report.